Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose levels exceeded safe limits, recording a "high" reading on the continuous glucose monitor. To address the elevated blood glucose, the customer administered a correction injection via multiple daily injections and resolved the occlusion issue by changing the infusion set and cartridge, then resumed insulin.